Event description:
Note: date of event is unknown. It was reported to boston scientific corporation that a nurse at the patient's home experienced problems with leaking at the "side port" (which was being used to delivery medication) of the endovive safety peg device. According to the complainant, the nurse stated that "the side port is split down the side and leaks and that the cap to the top port is almost broken off". There were no patient complications reported as a result of this event. The patient's condition was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unk. According to the complainant, the suspect device is not available for return. The device evaluation cannot be performed; the cause of the reported malfunction is undetermined.